Manufacturer narrative:
The cartridge has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 09/11/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on an unspecified date, the pump emitted a loss of prime warning and the patient¿s blood glucose (bg) elevated to 374mg/dl with low to moderate ketones. The patient was reportedly treated with fluids and a bolus via the pump. The patient¿s bg at the time of the call to animas was reported to be 72mg/dl with no signs or symptoms of hyperglycemia. Troubleshooting found that the loss of prime may have been caused by a loose cartridge cap and/or the patient being outside in hot temperatures with the pump. The pump has reportedly been functioning appropriately since the pump was re-primed and the loss of prime was cleared. There was reportedly no damage to the cartridge cap. There was no product defect found upon troubleshooting; the pump was found to be alarming appropriately to alert the user of an issue and there was no damage observed to the cartridge or the cartridge cap. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with use error as a cause or contributor.